Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device and an photo were returned for evaluation. The investigation is unconfirmed for balloon detachment; however, based on both the returned sample and the photo review, the investigation is confirmed for break. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8088 pta balloon dilatation catheter allegedly experienced detachment of device component and break. This report was received from one source. This malfunction did not involve a patient.